Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted

Event description:
It was reported that post-op a band placement of a swedish adjustable gastric band, oesophagial dilatation with vomiting was reported at the 3rd visit in (B)(6) 2010 . The band was deflated -0.8cc without consequence.